Event description:
Customer reported a past event of low blood glucose, though the specific lowest value was unknown and displayed as "low." The customer consumed carbohydrates to address the low blood glucose. Tandem technical support advised the customer to consult with a healthcare professional to discuss factors potentially affecting blood glucose levels.